Event description:
On (B) (6) 2010, pt reported he is having an issue with his insulin cartridges. Pt stated inside the cartridge he has a "white cloud" and it appears when the cartridge has been half used. Pt reported it is not clear and it is not an air bubble. Pt stated, he does get the e4 (occlusion) error message when the cloud appears. Pt reported, he has his backup infusion device on at this time and is having the same issue with this insulin cartridge. Pt stated, he has been using the same insulin cartridge for a year. Educated pt on insulin cartridge use, and time of use. Pt reported this issue had affected his blood glucose and caused them to go high. Pt's normal blood glucose range is 120-250 mg/dl. Pt stated, he has been having elevated blood glucose for the past 3 weeks. Pt reported, he did his own "test" to get his blood glucose levels into normal; he stopped eating for a day. Pt stated this in turn caused his reading to go low and he spent 24 hours in the hosp on (B) (6) 2010 for a low reading. Pt reported, he did not recall how low he went. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.